Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected that the patient developed urethral erosion, and there were no device issues identified. The aus was explanted and replaced. There were no additional patient complications reported.